Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0489f, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient had a loss of therapeutic effect. The patient reports that "my machine is shocking me and I can¿t get it to go up at all". The patient noted that "it hadn¿t been working at all and I felt like it wasn¿t helping me at all¿. The patient had been on the third program for about a year, but when their husband put it up to 2.70 volts it shocked them really hard. The patient noted that they turned it down to 2.50v and it shocked them again, but the patient reports "since its shocked me I¿ve been doing really well and I haven¿t had any problems with incontinence since then". The patient first got shocked about a week ago, and the patient says that it happened because their husband "was messing around with it and pressing buttons". The patient reports that the voltage was at 2.50 volts and they want to increase it but they are not able to. The patient said that he "pressed all kinds of buttons and when we turned it back on it shocked the patient twice". The patient then synchronized patient programmer and stimulator, and says that the amplitude is at 2.50 at program 3 and that stimulation was off. The patient then turned stimulation back on and the patient noted that they can feel it and it was not shocking them. ((B)(4)) additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was also noted that the patient was still having concerns with their device or therapy but have not sought further help.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had a loss of therapeutic effect. It was stated the patient had a loss of bladder control. It was also noted the patient felt a shocking or jolting sensation in the perineum location. Reportedly, the patient was having some trouble and they were still incontinent and had "severe incontinence." It was stated the patient had gotten jolted and it was the second time it had happened. The patient stated they were "scared to death that I will be jolted again." The patient mentioned that every time they increase their stimulation they were afraid of being jolted so their increasing was gradual. The patient's last jolt was on (B)(6) 2014 and they just increased to 2.8 volts and stated they "get little sensations, like a little jolt at times." It was noted the patient did fall in (B)(6) 2013 and broke their shoulder and the shocking had been since then.